Event description:
According to the patient's grandaughter, while the patient was at home the unit got very hot and lightly burned her grandmother on the side of her abdomen. They quickly removed the unit. There was no visible burn to the skin or surrounding area noted. The patient did not require any treatment. Currently she is doing well. She is on oxygen 8 hours per day at level 3. She reports no other medical conditions that may have contributed to any change in her health. There were no audible or visual alarms at the time of the event. She does not have an alternative oxygen supply. The granddaughter states the burn is resolved and no treatment required.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.